Event description:
Hospital staff report that during an elective cardioversion attempt, the device would not charge when the charge button was pressed. ECG electrodes had been attached to the pt, and hard paddles were in use. The device operator retrieved a back up device and hard paddle set, the same ECG cable and electrodes were used and a successful shock was delivered to the pt. The reporter stated there were no adverse affects to the pt as a result of device operation.